Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On 07/06/2017 it was reported by the peritoneal dialysis (pd) nurse that the patient presented to the clinic with symptoms of abdominal pain, cloudy effluent and a final diagnosis of peritonitis post transfer set exchange. During a follow up call on 07/21/2017 further information was received which identified this male patient as presenting to the clinic with abdominal pain. Initially a breach in aseptic technique was suspected and the patient was given prophylactic vancomycin and ceftazidime (route, dose, and duration unknown). The culture resulted in no growth, however, the white blood cell (wbc) count was 1066 on (B)(6) 2017 after an initial count of 258 on (B)(6) 2017. The pd nurse confirmed the patient to have aseptic peritonitis. A repeat wbc count on (B)(6) 2017 showed wbc count decreased to 167. The patient was not hospitalized and recovered from the abdominal pain.

Manufacturer narrative:
Conclusion: there is no documentation that shows a causal relationship between the event of peritonitis and the liberty cycler, the stay safe/luer lock catheter or the liberty cycler set. Additionally, there is no allegation against any fresenius products and the event. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Information in the complaint file was reviewed by a post market surveillance clinician. On (B)(6) 2017 it was reported by the peritoneal dialysis (pd) nurse that the patient presented to the clinic with symptoms of abdominal pain, cloudy effluent and a final diagnosis of peritonitis post transfer set exchange. During a follow up call on (B)(6) 2017 further information was received which identified this male patient as presenting to the clinic with abdominal pain. Initially a breach in aseptic technique was suspected and the patient was given prophylactic vancomycin and ceftazidime (route, dose, and duration unknown). The culture resulted in no growth, however, the white blood cell (wbc) count was 1066 on (B)(6) 2017 after an initial count of 258 on (B)(6) 2017. The pd nurse confirmed the patient to have aseptic peritonitis. A repeat wbc count on (B)(6) 2017 showed wbc count decreased to 167. The patient was not hospitalized and recovered from the abdominal pain.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) stated that the patient presented to the clinic on (B)(6) 2017 with abdominal pain. Peritoneal effluent culture showed no growth and on (B)(6) 2017 initial cell count was 258 and subsequently after a long dwell on (B)(6) 2017 a random check was performed and the count was 1066. Repeat cell count performed on (B)(6) 2017 was 167. Per rn the patient was treated with vancomycin and ceftazidime, and the patient had no bacterial growth and confirmed it to be aseptic peritonitis. The patient's extension set was changed (B)(6) 2017. Per pdrn, the alleged event was not related to the exchange set change and breach in aseptic technique was suspected. The patient recovered and was not hospitalized. Per pdrn, a breach in aseptic technique was suspected.